Event description:
It was reported that when using the bd pyxis¿ es server there was a patient with the same visit ID but different primary ids, which caused issues with nursing staff being able to remove medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: model#, catalog#, serial#, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server there was a patient with the same visit ID but different primary ids, which caused issues with nursing staff being able to remove medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device in this incident, it was found that duplicate patient profiles were displayed on the server. A technical support specialist (tss) connected to the server and confirmed that hospital adt (active directory) team confirmed that the issue was resolved through their active directory system. The root cause was traced to multiple primary ids being assigned to a single visit ID. The system functioned as intended after adt team resolved the device.